Manufacturer narrative:
Information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states the event happened before surgery, hence no patient was involved, and therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during set up of an hip arthroscopy procedure, the vulcan generator had a continuously beeps and light up. No delay and the surgeon changed from a vulcan to a hipvac to finish the procedure. No other complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.